Event description:
Procedure: hysterectomy. Reportedly, the instrument closed on tissue and it could not be reopened. The surgeon had to cut it off the tissue to remove it. There was no reported adverse affects to the patient as a result of this.